Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 600 mg/dl. The customer had just undergone knee surgery the day prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer later called to request a replacement insulin pump as he felt unsafe with his current one. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.